Event description:
It was reported that the atrial lead exhibited noise. The noise was reproduced in clinic with isometrics. The pulse generator delivered a patient notifier on (B)(6) 2014 for low lead impedance on the atrial lead. The device was reprogrammed and the patient would continue to be monitored.

Event description:
On (B)(6) 2014, it was noted that the atrial lead was capped and replaced during routine device change out on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.